Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
A triple lumen powerpicc perforated during flush. There was a burst in the gray lumen -the leak was not obvious externally, but the nurse stated that he heard a "pop" when delivering medication through a 3 ml syringe. This of course raises the question of why a 3 ml syringe was being utilized. In any case, contrast medium was utilized via the catheter and the leak identified. The PICC was discontinued and replaced by interventional radiology using overwire exchange. It was decided jointly by the PICC team and the radiology dept to replace the catheter in ir to minimize the risk of breakage that could occur during overwire or removal.